Event description:
MFR report #: 3014285231-2025-00014. It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed (B)(6) 2025. The procedure was done under monitored anesthesia care. One day following the balloon implantation procedure, the patient presented to the emergency room with pain, nausea, and vomiting. Computed tomography angiography (cta) revealed a hematoma adjacent to the urethra and the patient reported on urinary retention. The retention was resolved following catheter placement. The patient is currently stable and is expected to begin radiation treatments as planned.